Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, one haptic was shorter than the other, so the lens was unusable. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that when lens opened one haptic was shorter than the other. The procedure was completed on same day and there was no patient contact.

Manufacturer narrative:
Corrected information was provided in d.4. Additional information was provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).